Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a genesys hta procedure set was used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2019. Reportedly, the patient was under general anesthesia. According to the complainant, during the procedure after diagnostic hysteroscopy was performed, the physician proceeded with seal integrity check. Reportedly, there was no fluid loss indication and seal was gained. After three minutes into ablation, a fluid loss alarm with a rate of 20ml per minutes was received. The physician noted that fluid was leaking from the cervix. An extra tenaculum was added and sponge sticks were used to absorb the fluids that leaked surrounding the cervix. The ablation procedure was completed without any fluid loss alarms received. Upon removal of the tenaculums and the procedure sheath, the physician noticed a burn on the cervix and it was bleeding. The location of the burn was in the main vessel in the uterus and it required suture to stop the bleeding. Additionally, the physician also noted that the patient had a retrograde uterus which was a factor of fluid loss. The burned area was classified as first degree burn and treated with bacitracin. The patient was seen by the physician on her follow-up appointment and reported that the burn has completely healed.